Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted right hemicolectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi)technical support engineer (tse) that an error message "activation has been interrupted due to an error" appeared on the erbe generator with error code u-02. The tse checked the logs and identified the error as a generator failure, recommending a replacement. The customer attempted a restart, but the error message reappeared. The tse inquired if a backup generator was available, and the customer mentioned having an ft10 generator, which had been used previously but was not validated by isi. A procedure delay of 15 minutes was reported.